Event description:
It was reported by service report that the bed was stuck in high height due to no siderails functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - siderail cable.